Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the rectum resection, via open procedure, after stapling the anastomosis and checked via rectoscopy, the surgeon saw that there were 2 open staples which were not closed. The open staples were circumference at 11 o clock and 6 o clock. To resolve the issue leakage test was performed with good results. There was no patient injury.